Manufacturer narrative:
Upon receipt of product identification, a review of the sterile certifications was conducted and found to be conforming with no applicable deviations. Therefore, the reported device can be excluded as a possible source of the reported infection.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source - foreign: australia. The complainant has not yet indicated whether the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Insufficient information.

Event description:
It was reported that the patient underwent a left knee arthroplasty revision of the articular surface to address infection less than 3 months post-operatively. Attempts have been made, however, no additional information is available at this time.